Event description:
During follow-up, noise leading to oversensing was observed on the right atrial (ra) lead. Noise could be reproduced with provocative testing. Lead damage was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.